Manufacturer narrative:
The reporter contacted animas on (B)(6) 2013 alleging multiple keypad buttons were under-responsive. It was reported the keypad cover had worn through. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in (B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up arrow keypad button was reportedly intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.